Manufacturer narrative:
An event regarding dislocation issues involving an adm liner was reported. A clinical review confirmed the event. Method and results: device evaluation and results: the returned part was found to be dimensionally in specification with the visual inspection noting nothing remarkable. Medical records received and evaluation: a medical review by a clinical consultant concluded. Procedure-related factors: cup malposition in low inclination and absent anteversion; early postoperative laxity of soft tissues around hip. Patient-related factors: patient trauma not explicitly confirmed. Device-related factors: none as also evident from the explant photographs. Diagnosis: cup malposition with regard to inclination and anteversion caused a dislocation of the hip where closed reduction failed and the intraprosthetic dislocation required open reduction with exchange of poly mdm liner plus femoral head. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review by a clinical consultant concluded : "cup malposition with regard to inclination and anteversion caused a dislocation of the hip where closed reduction failed and the intraprosthetic dislocation required open reduction with exchange of poly mdm liner plus femoral head." No further investigation is required at this time, if further information becomes available, this investigation will be re-opened.

Event description:
As per sales rep: total left hip revision. Mdm inner head came out of insert. Replaced head and outer body.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per sales rep: total left hip revision. Mdm inner head came out of insert. Replaced head & outer body.